Event description:
Vascular intervention case to treat a moderate calcific lesion. The physician used the elca catheter to treat the lesion; after treatment a small perforation was noted in the lad. The perforation was successfully treated with a balloon and stent. Patient was discharged as planned.